Event description:
Additional information indicates surgical intervention was undertaken on 01 april 2026 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient is unable to enter MRI mode, patients lead has high impedances. As a result, surgical intervention may be undertaken to address the issue.